Event description:
During the procedure, one 4x8 x-ray detectable sponge came apart while taking out of the abdomen through the trocar. Once trocar cleared of 4x8, q-tip from clarify used to clear trocar. Once q-tip taken out, it was also seen to come out in fragments. Surgical team aware. Surgeon did an abdominal survey with robotic camera and stated ¿abdomen was clear". Radiologist contacted to take an x-ray to make sure no fragments could be left behind, 4x8 and packaging as well as q-tip and packaging saved. Nursing educator was promptly notified of these occurrences to address any immediate and future implications regarding equipment reliability and patient safely. 0948: radiologist called back after reviewing x-rays, stated ¿no foreign bodies seen in x-rays¿. Surgical team aware.